Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips would not secure on the vessel. It is unknown how the procedure was completed. No patient impact reported. No other details are known.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned in good visual condition with a malformed clip inside of a plastic bag and a picture from surgery. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed and formed the remaining clips as intended. In addition the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Additional evaluation of the device involved by the field quality engineer in this complaint indicates the following: the double feeding of clips can happen when the device is rapidly fired. When rapid firing occurs the clip feeding mechanisms cannot complete the mechanical firing, clip staging and feeding cycles. Sometimes this can result in a double feed or clips being ejected before properly formed. Rapid firing can also cause jamming or causes a clip to be staged to far forward into the jaws. Hence as the jaws form the clip already in the jaws, the jaws start to partially form the staged clip. This partially formed clip will then be discharged during the next firing attempt. Conclusion: it is my opinion that a potential; cause for the partially formed clip was the result of rapid firing and/or clip miss feed due to jamming if there was not a double feed but one clip got accidentally placed over the other. These are based on the photographs and information provided.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.